Manufacturer narrative:
The na electrode was replaced by a re-installed one. The workaround action (replacing the na electrode) resolved the issue. The investigation identified a degradation issue. The root cause was consistent with a component failure of a newly installed na electrode.

Manufacturer narrative:
The na electrode in question was installed on 02-oct-2023. Its expiration date was not provided. The old na electrode has been in use since 08-may-2023 and had a lot number of 21524947. The cobas integra 400 plus serial number was (B)(6). The ise tubing was replaced on 16-aug-2023 as part of the preventive maintenance. Calibration and qc were within the expected ranges. There were no significant alarms observed on the day of sample testing. The provided pre-analytics information showed that the sample quality was good. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for unspecified patients' samples tested with sodium (na) assay on a cobas integra 400 plus analyzer compared to testing with the old na electrode that was previously in use. Only 1 patient's sample was re-tested and provided after the electrode replacement. At 08:56 a.m. The sample was tested multiple times on a different cobas integra 400 plus analyzer resulting in na values of 139.0 mmol/l, 139.2 mmol/l, 138.6 mmol/l, 138.6 mmol/l, 138.7 mmol/l, 138.6 mmol/l, 139.8 mmol/l, 138.7 mmol/l, 138.1 mmol/l. At 10:41 a.m. The sample was tested multiple times and the results were: 125.5 mmol/l, 126.1 mmol/l, 127.1 mmol/l, 126.8 mmol/l, and 125.7 mmol/l. The old electrode was re-installed and the sample was then repeated multiple times. At 11:54 a.m. The repeat results were: 141.5 mmol/l, 139.3 mmol/l, 140.1 mmol/l, 139.9 mmol/l, and 141.8 mmol/l. The result released to the patient and the physician was 139.0 mmol/l obtained from the other cobas integra 400 plus system.